Event description:
Same case as:2134265-2013-07224, 2134265-2013-07225. It was reported that the motor drive unit was unable to perform pullback. The ilab ultrasound imaging was used in conjunction with an atlantis sr pro² intended to visualize the 90% stenosed lesion. It was noted that during the procedure motor drive unit did not perform automatic pullback. Also an error code 125 occurred. No patient complications were reported and the patient's status is good.

Event description:
Same case as: 2134265-2013-07224, 2134265-2013-07225. It was reported that the motor drive unit was unable to perform pullback. The ilab ultrasound imaging was used in conjunction with a atlantis sr pro² intended to visualize the 90% stenosed lesion. It was noted that during the procedure motor drive unit did not perform automatic pullback. Also an error code 125 occurred. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The returned catheter appeared normal and no damage was observed. Examination of the returned device revealed the hub flaps appeared normal and a good click sound was heard during insertion into the mdu system. The catheter was able to properly pull back, during functional testing using a test sled. No issues or defects were observed during product analysis and the device met specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).